Manufacturer narrative:
Investigation complete, h codes updated to reflect investigation results. B5 updated to include injury details.

Event description:
It was reported that the stretcher brake and steer mechanisms are difficult to engage/disengage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). It was further reported that an injury occurred as a result. The staff member received a strain, and required time off work, medical treatment, and modified work upon their return.

Manufacturer narrative:
Section b5 has been updated to include further malfunction allegations and injury details.

Event description:
It was reported that the stretcher brake and steer mechanisms are difficult to engage/disengage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). It was further reported that an injury occurred as a result. The staff member required time off work, medical treatment, and modified work upon their return.

Event description:
It was reported that the stretcher brake and steer mechanisms are difficult to engage/disengage. It was further reported that an injury occurred as a result, but no additional information has been provided regarding the severity or treatment of the injury at this time. As more information becomes available, a supplemental record will be filed to record that information.